Event description:
X-rays revealed a complete fracture of the unisyn hip system neck and threaded rod-end of the stem at the proximal neck/body interface. The unisyn hip system was paired with off label components.

Manufacturer narrative:
This is additional information provided on follow-up#1. Initial report was made without complainant device yet returned. Added date of event (B)(6) 2017. Added catalog # 3441-13046-a. Added lot # 470569. Added to expiration date 10 29 2007. Corrected implanted date was (B)(6) 2009, corrected is: removed was incorrect, no date provided. Corrected device available for evaluation was no, changed to yes, returned to manufacturer. Added to date received by manufacturer 02 23 2018. Changed device evaluated by manufacturer from no to yes, evaluation summary attached. Added device manufacture date 11 05 2002. Initial report had been checked but no narrative was provided, narrative has been added.